Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade iii". The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause. Clarification to partial date of onset b3: "(B)(6) 2025". Clarification to partial date of implant d6a: 2011.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device remains implanted.